Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This is a duplicate of MFR report # 3003152976-2019-00761 that was reported for malfunction. H3 other text : see h.10.

Event description:
It was reported that after transferring medication into the infusion bag there was drug residue in membranes with a bd phaseal¿ optima¿ infusion adapter (c100-o). The following information was provided by the initial reporter: (6 of 6 complaints). The infusion adapter c100-0 membranes had drug residue after transferring the fluids into the infusion bags. "This occurred often with drugs, especially with viscous/oily drugs during our 3 week trial."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1901101. Medical device expiration date: 2019-12-31. Device manufacture date: 2019-02-08. Medical device lot #: 1901102. Medical device expiration date: 2019-12-31. Device manufacture date: 2019-03-14." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after transferring medication into the infusion bag there was drug residue in membranes with a bd phaseal¿ optima¿ infusion adapter (c100-o). The following information was provided by the initial reporter: (6 of 6 complaints) the infusion adapter c100-0 membranes had drug residue after transferring the fluids into the infusion bags. "This occurred often with drugs, especially with viscous/oily drugs during our 3 week trial."